Manufacturer narrative:
The subject device was inspected at olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could not be duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the endoscopic image was not displayed. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, since the water was flooded from the scratches on the cable, omsc presumed that the cause was that the cable deteriorated due to the temporary intrusion of water. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide the correct information in the supplemental report submitted on february 17th, 2022. Omsc found that the correct manufacture date of the subject device is ¿february 3rd, 2009¿, not ¿january 27th, 2014¿. Therefore omsc corrected that the ¿h4: device manufacture date¿ is ¿february 3rd, 2009¿. If additional information becomes available, this report will be supplemented.